Manufacturer narrative:
The reported event of material fragmentation and ¿tethers completely broke off" was confirmed. As received, a catheter was returned in one piece without the device attached. Visual inspection found the control knob was in aligned position and the tether mode control was in long tether mode position. X-ray examination found both tether wires to be fractured/broken at the transition zone, which could have contributed to the event reported in the field.

Event description:
It was reported that the patient presented for an initial implant of right atrial leadless pacemaker (ra lp) on (B)(6) 2025. It was noted that the delivery catheter (dc) while in long tether mode gave slight resistance and was not responsive. Additionally, the protective sleeve of the dc would not track over the ra lp to detach it from the tissue. The ra lp dislodged and embolized while maneuvering the introducer, and it was noted the tethers of the dc broke off entirely and was stuck in ra lp. The ra lp with the broken tethers attached to it were retrieved successfully and the procedure was abandoned. The patient stable throughout the procedure.